Event description:
It was reported that the patient presented for a routine generator change. During the procedure, it was noted that the hex wrench would not engage with the set screw due to some build up. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of unspecified fitting issue could not be confirmed. Visual examination shows missing atrial septum and punctured ventricular septum. Both setscrew inset walls were stripped, torque wrench was able to engage. The pacer was received in backup operation with battery voltage above elective replacement indicator (eri). Product code was reloaded, and electrical and mechanical analysis performed, indicated normal device functionality. Backup operation is consistent with cautery marks noted on pacer. The implant duration exceeds the projected longevity based on nominal settings, battery is still normal and above eri.